Manufacturer narrative:
On november 03, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device determined that the breast implant was found to have a tear on the anterior view measuring approximately 2.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a ruptured left breast implant. As a result, the patient underwent left-sided exchange with a mentor gel implant on (B)(6) 2025. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 07, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device provided a patient identifier. Patient identifier: (B)(6). Manufacturer¿s reference number: (B)(4).